Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016. The caller state that the cause of death was pneumonia, heart attack, and the customer's kidney shut down. The caller state that the customer had kidney failure, heart disease and infection. The customer's blood glucose, at the time of death, was 400 mg/dl. The caller stated that the customer was placed on steroids and that is the reason why the customer's blood glucose was high. The customer was not wearing the insulin pump at the time of death; it was removed one day prior to passing. The caller stated that it was time to change the infusion set and when the customer got hospital, the insulin was almost done. Therefore, the customer's spouse asked the hospital staff to remove the insulin pump. The customer was not using sensors. The caller declined returning the insulin pump for analysis stating that they do not think the insulin pump had anything to do with customer's passing.